Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that when the nurse was preparing the promus stent (3.5x18) for use in a ptca, she looked at the stent and it was off of the stent delivery system [dislodged stent]. The device was not used on the patient. No additional information is available. You are receiving this MDR report from abbott vascular as (B) (4) distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B) (4). (B) (4).